Manufacturer narrative:
Spacelabs¿ technical support provided instruction for troubleshooting the xhibit display. The customer¿s biomed resolved this issue by performing a controlled reset of the xhibit system. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of xhibit telemetry central displays will not power on with a system reboot. No injury was reported.